Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a no disposable error code. It is unknown if there was a patient, or clinician injury associated with this occurrence.